Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2208-50 serial #: 173499/174850 description: st linear lead 50cm model#: sc-2208-70 serial #: 147351/178028 description: st linear lead 70cm.

Event description:
A report was received that the patient's ipg does not hold a charge and will not charge completely. The patient will undergo a revision procedure wherein ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced with MRI compatible devices. No device malfunction was suspected. The explanted devices were not returned to bsn as these were discarded by the medical facility.

Event description:
A report was received that the patient's ipg does not hold a charge and will not charge completely. The patient will undergo a revision procedure wherein ipg and leads will be replaced.